Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the stent was successfully deployed at the target lesion, however when the surgeon attempted to remove the catheter, it would not come free of the 7fr sheath. After a few attempts, the catheter was taken out still inside the sheath.

Manufacturer narrative:
Engineering analysis: the catheter which was still within the sheath was removed from the bio-hazard bag and was decontaminated. The balloon was in good condition with no signs of damage or stress. The catheter shaft was in poor condition as it had been stretched approximately 5cm measuring from the strain relief to the catheter tip. The shaft had been stretched to a point where the outer diameter of the shaft measured 0.046" just prior to the entrée into the introducer sheath. The catheter shaft just prior to the proximal balloon weld was stretched as well. The introducer sheath was also very badly damaged during the procedure but not at the tip of the sheath where it would be expected. It appears as if the sheath had collapsed and bunched up upon itself where the molded hub is attached. Because the damage to the tip of the sheath was so minimal and there was no signs of stress to the balloon, it is possible based on the damage that wire apposition was lost during withdrawal of the balloon. A 0.035 guidewire was attempted to be placed through the catheter but was unable to pass through the stretched proximal balloon bond area. The wire was then placed through the manifold end of the catheter where it was blocked by the stretched area of the shaft just prior to entering the hub of the introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure. Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (16atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing conclusion: the lack of visual damage to the balloon and sheath tip indicate that balloon deflation, balloon refolding, and balloon withdrawal from the stent itself are not root cause concerns for this complaint. Based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: there are several possibilities that could prevent the delivery catheter and balloon from reentering the sheath for withdrawal including angularity or tortuosity of the vasculature, the application of excessive manipulation or force, loss of wire opposition or damage to the sheath created by excessive use. If a balloon cannot be withdrawn back into a sheath it would cause a delay in the procedure and increase the patients risk by subjecting them to additional medical or surgical intervention. It is stated in the instructions for use, "do not force passage or withdrawal of the guide wire or delivery catheter if resistance is encountered."